Manufacturer narrative:
(B)(4).

Event description:
Coronary angiography revealed a stenosis in the right coronary artery. A 2.75 x 18-mm zotarolimus eluting stent was implanted at 16 atm. Intravascular ultrasound showed a distal edge dissection, which appeared to extend beyond the media with a lumen of 5.8 mm and timi flow grade 3. Sustained chest pain occurred 3 h after the procedure. Emergent angiography revealed flow-limiting obstruction at the distal stent edge. Optical coherence tomography showed a hematoma (hypo-backscattering with attenuation) that was clearly located outside of the media, but inside of the adventitia. Intravascular ultrasound also demonstrated the development of an extramedial hematoma. We report a progression from dissection to extramedial hematoma. Optical coherence tomography can localize a post-stent hematoma as intramedial or extramedial.

Manufacturer narrative:
Additional information received from lead physician - bailout stenting was performed for treatment of hematoma. A small distal edge dissection was observed by ivus just after stent implantation, but not hematoma. Hematoma was noted 3 hours post treatment and successfully treated. There was no diagnosis for stent thrombosis or mi.